Event description:
Duyring an electrophysiology procedure this device experienced intermittent continuity. The device was removed and replaced. The pt is reported as fine. The device is not being returned for analysis.